Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 452 mg/dl at the time of incident. Customer's other blood glucose level was 383 mg/dl and 442 mg/dl. The customer provide details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer was performing a self test and test was pass. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.